Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four years and one month of post-deployment, the computed tomography images showed evidence of fracture in one of the filter¿s struts, which was embedded within the spine. Several other struts had migrated outside of the cava wall and potentially were involving the duodenum. On the same day, the filter was successfully removed from the patient. Before proceeding with the retrieval, an inferior vena cavogram was performed to confirm that there was no thrombus within the filter. An inferior vena cava filter tulip snare was initially used to remove the filter, but this was unsuccessful. Instead, a 15-millimeter gooseneck snared was successfully used to hook the filter. A 16-french sheath was parked just above the filter, and through this, a 12-french sheath and retrieval kit was introduced. The gooseneck snare was used to snare the tip of the filter and using a coaxial system with upward tension of the filter, the 16-french sheath was able to be advanced over the filter, and the filter was retracted within the sheath. The filter was completely removed, and all tines remained intact, except for the known broken tine that had been lodged in the spine. The vena cavogram demonstrated complete removal of the filter, apart from the fractured tine which was patent with no extravasation. All the retrieval devices were removed, and the patient was in stable condition with no complications. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter limb detachment and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, right thigh compartment syndrome and multiligamentous knee. At some time post filter deployment, it was alleged that the filter struts detached, embedded in the spine and perforated outside the caval wall and potentially involved the duodenum. The device was removed percutaneously. The current status of the patient is unknown.